Event description:
At implant, it was reported that the physician connected the leads and was about to close, when it was found that the device was not pacing. Follow-up indicates the patient died. The medtronic representative reporting the patient death, who was not at the case but attempted to assist via phone, was told that when the "physician opened up the patient, there was a lot of blood in the cavity." Follow-up information was received from another medtronic representative, reporting that this was a 2 day old baby born with congenital heart block. There was no intervention done, no temporary pacemaker inserted, until day 2, when they decided to put in an emergency permanent pacemaker (ppm) with an epicardial lead. The implant went well until approx 10-15 min post-implant, when they noticed the baby suddenly turned a bit bluish. The medtronic representative noticed there was emd (electro-mechanical dissociation), the ppm pac , but the ECG was way below the pacing. CPR was eventually done but failed. No autopsy was done.